Event description:
It was reported that the patient has been experiencing an increase in seizures and the patient's father believes they are due to the decreased battery life. The patient the underwent a prophylactic battery replacement. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 adverse event problem, corrected data: initial report inadvertently did not include code f1905

Event description:
Additional information received from the livanova representative that she did not ask for the explanted generator, therefore it is being assumed that it was discarded. The pre-op session report was also received.